Manufacturer narrative:
The investigation is still in progress . A supplemental report will be provided after completion. Reference MFR. Reports: 1221359-2022-02190-in through 1221359-2022-02375.

Event description:
The customer reported two (2) unconfirmed false positive results with ID now covid-19 on (B)(6) 2022 on a nasal swab. The patients received a negative result with unknown brand. This MFR represents the first test was performed on (B)(6) 2022, involving lot number (1066175) ,quantity one (1). No additional patient information, including treatment and outcome, was provided. Additionally, the customer confirmed there was no delay or impact in the patient's treatment. This MFR. Report addresses test one (1) of two (2).

Manufacturer narrative:
Testing was performed in duplicate at abbott diagnostics scarborough, inc. On retained kit lot 1066175 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for kit part number 190-000 / lot 1066175 and test base part number 190-430 / lot 1066175. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1066175 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue; however, a possible assignable root cause is patient sample interference or cross-contamination. Substances in the sample itself may have interfered with the reaction.